Event description:
It was reported that during the intra-aortic balloon therapy, the mega 50cc balloon ruptured. The removal of the r femoral iabp required a femoral cutdown by vascular surgery and repair of arteriotomy.

Manufacturer narrative:
Additional event site telephone (B)(6). Updated fields - b4, d1(exp date), d9, g3, g6, h2, h3,h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b1, b2, b5, d1(brand name), d7a, g4(PMA/510k), h6(health effect ¿ clinical code and health effect ¿ impact codes). The product was returned with the membrane completely unfolded and blood on the exterior and interior of the membrane and catheter. No occlusion was found inside of the inner lumen.the one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and one way valve was performed and three leaks were detected on the membrane approximately 14.5, 13.2 and 11cm from the iab tip measuring 0.03in/0.076cm, 0.005in/0.01cm and 0.02in/ 0.051cm length. The reported problems were most likely triggered by three leaks which were found on the membrane. The leak appearance suggests that a sharp object may have caused it, condensation may appear around the leak site from the air and water during the leak test preformed. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Reference complaint - (B)(4).

Event description:
It was reported that during the intra-aortic balloon therapy, the balloon ruptured. No harm or injury was reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). Device has not been returned to manufacturer, supplemental report will be submitted upon completion of additional findings. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h1.

Event description:
N/a.